Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported that during drain 0, the cycler was not draining. While troubleshooting, she advanced to fill 1 and the patient began to fill a small amount and the cycler alarmed for a heater bag issue. The treatment was cancelled. When she opened the cassette door, she found fluid had leaked. She was advised to discontinue treatment and contact the pd nurse. She retained the set and was instructed on how to return it. During follow up, the patient's pd nurse reported that the patient was visited on (B)(6) 2014. His effluent was clear and he did not have any signs of peritonitis. He was not treated with antibiotics. On (B)(6) 2014, due to preexisting medical conditions not related to his kidney function the patient chose to voluntarily discontinue treatment with all fresenius medical products. He expired (B)(6) 2014.